Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage from the 4th proximal strut row to the distal end of the stent with struts pulled, lifted and stretched distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-oct-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A2.50 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.